Event description:
The event was reported via the excellent study, the 66-year-old female patient with a history of atrial fibrillation, hyperlipidaemia, hypertension, and actively smoking presented with a witnessed stroke on (B)(6) 2023. The patient presented to the treating hospital on the same day. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline a nih stroke scale (nihss) score was 3 and a modified rankin scale (mrs) score of 0. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first and only pass was made with a 5mm x 37mm embotrap iii revascularization device (et307537 / 22j049av) via a trevo trak 21 microcatheter (stryker) and an embovac large bore catheter (ic71132ca / 30866509) with 4 minute incubation time targeting an occlusion at the left carotid terminus (carotid t) and m1 segment resulted in an mtici score of 0 with no clot retrieval. A second pass was made with a 3mm x 32mm trevo® retriever (stryker) and an axs catalyst® 6 catheter (stryker) with 3 minute incubation time targeting an occlusion at the left carotid t and m2 segment resulted in an mtici score of 2c with no clot retrieval. There were no reported intraoperative study device deficiencies. On (B)(6) 2023 the patient experienced a hemorrhagic transformation. The principal investigator (pi) assessed this event as mild in severity, not related to the study device nor to the surgical procedure. This event was not treated. The patient recovered and the event resolved with sequelae with an end date of (B)(6) 2023. The patient¿s 24-hour post-procedure nihss score was 3. The patient was discharged to home for self-care on (B)(6) 2023 with an nihss score of 1 and a mrs score of 2. Modified additional information was received on 28-jun-2023. The modified information contained an update to the adverse event hemorrhagic transformation; it was updated to hemorrhagic transformation and subarachnoid hemorrhage (sah). Modified additional information was received on 05-jul-2023. The severity of the hemorrhagic transformation and subarachnoid hemorrhage (sah) was changed from ¿mild¿ to ¿moderate.¿ modified additional information was received on 17-jul-2023. The assessment of the adverse event hemorrhagic transformation and subarachnoid hemorrhage (sah), was changed from ¿not related to the study device and not related to the surgical procedure¿ to ¿not related to the study device and probable relationship to the surgical procedure.¿

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30866509) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Subarachnoid hemorrhage (sah) is a known complication associated with both the use of the embotrap device and the embovac device and is mentioned in the instructions for use (IFU) as such for both devices. Per the literature referenced, subarachnoid hemorrhage is a condition which can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. Per the additional information received on 28-jun-2023, the adverse event of ¿hemorrhagic transformation¿ was updated to include ¿subarachnoid hemorrhage (sah)¿, and per the modified information received on 17-jul-2023, the principal investigator¿s assessment of the adverse event had a probable relationship to the surgical procedure, but not the study device. However, the relationship of the embotrap iii to the reported event cannot be excluded due to the event occurring the day after surgery. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿ with an awareness date of 28-jun-2023. The file will be re-reviewed if additional information is received at a later date. Reference: complications of mechanical thrombectomy in acute ischemic stroke. Rashi krishnan, william mays, lucas elijovich. Neurology nov 2021, 97 (20 supplement 2) s115-s125; doi: 10.1212/wnl.0000000000012803. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00089 and 3008114965-2023-00519. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the modified information received on 03-jul-2024. [Additional / modified information]: on 03-jul-2024, modified information was received related to the adverse event subarachnoid hemorrhage (sah). The end date of the adverse event was updated from (B)(6) 2023 to (B)(6) 2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.